Event description:
During pcnl (percutaneous nephrolithotomy) case, the roadrunner was inserted into the needle set. When tried to remove the wire it was difficult to pull out. The trocar was flushed with saline, when it eventually did come free the hydrophilic coating had come off, and believed to have been left in the patient. Apparently also tried to use a needle to see if this made a difference to removing the wire, although told needle was being used when wire coating was left in patient. A white film was left inside the patient that's believed to be hydrophilic coating. The patient will have to be taken back to theatre to have film removed with a flexi scope. Only and first incident. Another flexible ureteroscopy is planned to remove coating from patient.

Manufacturer narrative:
Product was returned in a used and damaged condition. Per specification, this product group is inspected 100% for bends, kinks and other surface imperfections, visually inspected for proper bonding of jacket material to main shaft, and verified that sufficient hc coating has been applied to the wire guide surface prior to transport. Possible causes can include damage to the wire guide associated with withdrawal through the needle or other instrument. Less frequently, patient anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. The statement in the event description that after it became difficult to remove the wire "flushed trocar with saline" means an attempt was made to remove the wire prior to removal of the needle. Therefore it is likely this complaint occurred due to user error or patient anatomy. We will continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera). The risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.